Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device is not expected to be returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
A patient undergoing a stage 3 vaginal vault prolapse with sacrospinous ligament suspension and possible anterior/posterior repair cystoscopy. During the procedure, a capio slim suture device was used. Upon removal from the patient's body, the operating room staff noted that the metal ball was missing. A thorough search of the patient was done and no retained foreign object was noted. Later, an x-ray of the suture capturing device was done and the metal ball was noted within it. This event did not result in any injury to the patient nor did it prolong her procedure or hospital stay.